Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that shaft break and catheter entrapment outside patient occurred. After placing a non-bsc guide wire, a 4.00x12 mm promus premier drug-eluting stent was advanced to treat the lesion. However, upon advancing over the non-bsc guide wire while still outside the patient's body, the device got stuck and could not come off. After several attempts of pulling the device off the wire, it was noted that the shaft had fractured approximately 20 mm distal to the rx portion. The procedure was completed with another of the same device. No patient complications were reported.